Event description:
It was reported that the zimmer skin graft mesher was not working. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event. During device analysis, it was determined that the comb was bent.

Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/10/1999 and was last repaired on 01/31/2009 for a non-related issue. During device analysis, it was determined that the comb was bent. It was also observed that the side plates and roller wer damaged. A test mesh and calibration could not be performed due to damage of the comb. Customer returned one cutter. Cutter evaluation demonstrated that the cutter produced an unacceptable test mesh. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.